Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer reportedly received results of 286 mg/dl on his advantage system and 132 mg/dl on a professional method within 10 minutes. The location where the discrepant results were obtained was at the physician's office. No high blood symptoms reported. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent. Accu-chek advantage system: meter, comfort curve test strip lot number 548895, expiration date 03/31/2007.